Event description:
It was reported that during a percutaneous coronary intervention, a guide wire detachment occurred. As the physician was removing the pt2 guide wire from the left coronary artery, the distal 2cm of the guide wire, including the radiopaque marker, detached in the obtuse marginal. The detached wire fragment remains inside the pt. It is unk if the physician made any attempts to remove or secure the detached wire. The procedure was completed with this device. The pt's status is unk. Additional info was requested and is not available.

Manufacturer narrative:
The device was disposed and the detached segment of the wire remains inside the pt, therefore, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.